Event description:
The radiofrequency programmer head which was returned along with several others with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification on the uplink amplitude test. Further testing verified that it was due to the cable and the cable along with the head's label were to be replaced. It was to be sent on for repair. (B)(4).